Manufacturer narrative:
Date of report: 27nov2018. Date of manufacturer: 27nov2018. A blower and motor controller printed circuit board (pcb) were returned for analysis. A visual inspection of the returned component was performed and found light dust on the board. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component u13 on the motor controller.

Manufacturer narrative:
Event date (B)(6) 2018. Report date 09/07/2018. The philip's service engineer (se) inspected the device. The se replaced the gas delivery system and the motor controller printed circuit board. The performance verification test was performed and the unit passed successfully.

Event description:
It was reported that the ventilator generated an error code that the blower had stalled there was no patient involvement. The event date was not specified; estimate used.